Manufacturer narrative:
Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device ¿ 2 tears 4 months. The patient remains ongoing on lvad support. However, a portion of the percutaneous lead was for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to the coronary care unit for pump stoppage alarms. The alarms were reproduced at the implanting center only after connecting the lvad to ac power. The lvad system was placed on an ungrounded power module patient cable. No clinical symptoms were reported. The submitted log file was reviewed by a representative of the manufacturer's technical services team and revealed pump stops on (B)(6) 2017. These issues only appeared to occur while the vad was connected to the power module. On (B)(6) 2017 a distal end percutaneous lead (driveline) replacement was performed by the manufacturer¿s technical services. The patient¿s lvad system was placed on a grounded power module patient cable post replacement and was to be observed for any additional alarms. No additional information was reported.

Manufacturer narrative:
Additional information. The event was initially reported as only a product problem. The patient subsequently underwent heart transplant procedure. Additional information. It was initially reported that a portion of the percutaneous lead was received for investigation on 06jul2017. Subsequently, the explanted pump was received for on 26jul2017. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation of the returned device is complete.

Event description:
Additional information: it was reported that the patient received a heart transplant on (B)(6)2017. The patient had been upgraded on the transplant list due to the previously reported pump stop events.

Manufacturer narrative:
Device evaluation: review of the submitted system controller log file confirmed the reported pump stoppages; however, a specific cause for the abnormal pump operation could not be conclusively determined through this evaluation. The evaluation of the log file showed that several low speed events were captured on (B)(6)2017 and (B)(6)2017, resulting in low speed advisory/hazard and low flow hazard alarms. Multiple additional low speed events and pump stoppages were captured from (B)(6)2017 - (B)(6)2017. The interruptions in pump function captured in the log file were associated with driveline disconnected alarms, low speed advisory/hazard and low flow hazard alarms, and elevations in pump power up to 25.5 watts. All low speed events and pump stoppages occurred while the patient was operating on the power module only and appear consistent with a potential driveline wire compromise. The evaluation of the returned portions of the driveline revealed areas of compromised wire insulation; however, the observed wire damage could not be conclusively correlated to the reported interruptions in pump function. A distal end driveline replacement was performed on (B)(6)2017 and approximately 19 inches of the external portion of the driveline was returned for evaluation. The outer silicone sleeve, clear bionate, and metal braided shield layers had been cut circumferentially at approximately 15.5 inches from the metal connector prior to receipt, exposing the remaining 3.5 inches of wires at the proximal end of the driveline segment. Electrical continuity testing of the returned portion of the driveline revealed that all wires were electrically intact. Upon removal of the outer silicone sleeve, moderate breakdown of the metal braided shield was observed along the length of the driveline segment (most severe near the terminus of the distal end bend relief), which appeared consistent with over two years of use. Initial visual inspection of the underlying wires under a microscope did not reveal any wire damage; however, when the driveline segment was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, a very small breach in the red wire insulation was identified at approximately 16 inches from the metal connector, exposing the inner metal conductors. If the breach in the red wire insulation was present while the pump was supporting the patient in june 2017, the system had the potential to short to ground and cause the low speed events and pump stoppages captured in the submitted log file if the exposed inner conductors of the wire contacted the braided shield while the system was connected to the power module. However, the observed wire damage appeared more consistent with pinching/mechanical trauma as opposed to fatigue due to abrasion against the braided shield. Moreover, the observed breach in the red wire insulation was located in the area of exposed wires at the proximal end of the driveline adjacent to where the green strength member and outer layers of the driveline had been severed prior to receipt, suggesting that the wire damage could have potentially been caused by a tool used during the driveline replacement procedure. Because it could not be conclusively determined whether the observed damage to the red wire was present prior to the date of the replacement procedure, the wire damage could not be conclusively correlated to the reported event. Microscopic inspection and hipot testing of the driveline segment did not identify any additional areas of compromised wire insulation. The patient was upgraded on the transplant list due to the reported event and ultimately underwent a heart transplant on (B)(6)2017. The pump was returned with the driveline cut approximately 5 inches from the nipple of the pump housing and two additional driveline segments measuring approximately 2 inches in length were also returned. Electrical continuity testing of the returned portions of the driveline revealed that all wires were electrically intact. Examination of the three driveline segments did not show any areas of significant breakdown of the metal braided shield except for some minor shield breakdown adjacent to the nipple of the pump housing. Damage to the clear bionate, metal braided shield, and underlying wires was identified at approximately 5.5 inches from the pump housing; however, the damage appeared consistent with mechanical trauma likely caused by an explant tool and could not be conclusively correlated to the reported event. Microscopic inspection and hipot testing of the remainder of the returned driveline segments did not reveal any additional areas of compromised wire insulation. Visual examination of the sealed inflow conduit and the sealed outflow conduit revealed no evidence of depositions or thrombus formations that would have contributed to a functional issue. In addition, visual examination of the pump¿s blood-contacting surfaces upon disassembly of vad-(B)(4) revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The evaluation did not identify an issue that could be conclusively correlated to the captured low speed events and pump stoppages; however, approximately 10 inches of the entire length of the driveline was not returned for analysis and a potential wire compromise on that portion of the driveline could not be determined. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.